Manufacturer narrative:
Concomitant medical product: 407658 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively as the patient awakened from sedation, the patient became restless and combative and the atrial lead dislodged from the implant site on the atrial appendage. Because of the patient being so restless, and since there was good ventricular pacing, no attempt was made to modify the atrial lead position, and the lead apparently remains in use. No patient complications have been reported as a result of this event.